Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited possible undersensing and t-wave oversensing (twos) with early terminated atrial arrhythmia episodes noted. Additionally, the right ventricular (rv) lead exhibited decreasing threshold. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.